Manufacturer narrative:
(B)(4). Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported when removing the needle caps the whole needle component comes off with it. Stated sometimes the caps are difficult to remove. Stated one cap came off with no resistance. Lot #: 9350297, catalog#: 328440, date of event: (B)(6) 2020.